Event description:
A pump alarm labeled as 20a was reported during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, leading to a decision to replace the pump. The pump was still under warranty, and the customer was informed about using multiple daily injections (mdi) as a backup insulin therapy. Shipping details for the replacement pump were confirmed, and instructions on storage mode and returning the faulty pump were provided to the customer, who acknowledged the instructions.